Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 48 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food and milk. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 78 mg/dl and sensor glucose was 40 mg/dl at the time of the event, the difference is outside the acceptable range. The sensor glucose and blood glucose difference was 38 mg/dl. The insulin pump and sensor will not be returned for analysis.